Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the patient was a high risk case for pacemaker implantation due to pre-existing right bundle branch block and left ventricular outflow tract calcification. A membranous septum of 1.4mm was noted for computed tomography measurement. Using intracardiac echocardiography to aim for a high implantation, the valve tilted during a full release. This dislodge caused the non-coronary cusp (ncc) side to be about 2mm deeper, resulting in a complete atrio-ventricular block. A permanent pacemaker was planned to be placed in the future. No additional adverse patient effects were reported. Additional information was received that a pre-implant balloon aortic valvuloplasty was performed using a 20 mm non-medtronic balloon in a 18 mm size. The valve was deployed over a non-medtronic guidewire and deployment was started at the bottom of the pigtail catheter. The depth was 3-4 mm on the ncc on the cusp overlap view and 6 mm on the left anterior oblique view. After the valve dislodged, the depth was approximately 4 mm on the ncc and 5 mm on the left coronary cusp.

Manufacturer narrative:
Continuation of d10:  product ID d-evolutfx-2329 (lot: 0012156788); product type: 0195-heart valves product ID l-evolutfx-2329 (lot: 0012166190); product type: 0195-heart valves medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the patient was a high risk case for pacemaker implantation due to pre-existing right bundle branch block (rbbb) and left ventricular outflow tract (lvot) calcification. An "ms" of 1.4mm was noted for computed tomography (CT) measurement. Using intracardiac echocardiography (ice) to aim for a high implantation, the valve tilted during a full release. This dislodge caused the non-coronary cusp (ncc) side to be about 2mm deeper, resulting in a complete atrio-ventricular block (cavb). A permanent pacemaker was planned to be placed in the future. No additional adverse patient effects were reported.